Event description:
It was reported that a clearlink system continu-flo solution set leaked at one of the distal ports. This issue was identified during patient infusion, when the nurse hanged total parenteral nutrition (tpn). The port was accessed using a syringe to confirm correct closure of the valve; however, a leak at the port continued after multiple reconnection/disconnections. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.